Event description:
Fibrin clot was discovered on the impella catheter.

Manufacturer narrative:
The investigation of access site bleeding and thrombus has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the access site bleeding issue was most likely use related, perclose suture limbs were tightened to create intra vascular tamponade, and sheath was re sutured. Bleeding and hematoma successful resolved. As the necessary information was not provided, the root cause of the thrombus was not determined". Instructions for use: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." B5 updated with information inadvertatnly omitted on the initial manufacturer device report number 1220648-2025-27590. H6 health effect - clinical code 4438 and health effect - impact code 4624 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-27590. H10 instructions for use (thrombus) were inadvertently omitted on the initial manufacturer device report number 1220648-2025-27590.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that following impella cp implant, the patient developed a bleed at their access site. It was noted that a hematoma developed shortly have the repositioning sheath was placed for support. Manual pressure and a femostop was applied, but the issue persisted. The perclose sutures were eventually tightened and the sheath was re-sutured to resolve the bleed. The procedural outcome was the patient survived surgery.